Event description:
It was reported that the packaging was ripped. When opening the package for an impulse guide catheter, the package ripped through losing it's sterility. The device was not used and the procedure was completed with another impulse guide catheter. There were no patient complications.